Event description:
New information notes that on (B)(6) 2025 the right ventricular (rv) lead was capped and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.